Manufacturer narrative:
Film evaluation summary: the cause of the partial stent graft coverage of the renal arteries, leading to the severe hypertension, could not be determined from the pre-implant films provided. Images during implant and post-implant were not available for return. Analysis of the returned pre-implant films did not reveal any characteristics that could explain the reported event. The proximal neck diameter ranged from 22 ¿ 20 ¿ 21mm along the 30mm length neck. The neck was essentially straight, moderately calcified, with heavy thrombus noted approximately 18mm below the renal arteries. Earlier post-implant films were not available for return, and it is unclear if the reported partial renal coverage occurred during implant or post-implant. It is possible that this was anatomy related; implanting within the calcified and thrombus filled proximal neck. It is also possible that this event was a user related inaccurate delivery of the bifurcate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 5.3 cm abdominal aortic aneurysm. It was reported that the patient presented with severe hypertension. The patient was placed on anti-hypertensive medication. CT imaging found that there was partial renal coverage with severe bilateral renal stenosis. Three days later, two 6mm stents were placed in the right and left renal and bp normalized. This reportedly resolved the event. The physician stated that the cause of the event was user error. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.